Event description:
The facility reported that gauze fibers came off of the 4x4 and fell into the surgical site.

Manufacturer narrative:
The surgeon unfolded and refolded the gauze lengthwise and used it inside of the operative site during a surgical procedure. A string from the raytec gauze was then noted and the string was removed with a grasper that is used in laparoscopic procedures. No serious injury resulted. The raytec gauze is manufactured by kendall. They have been notified of the incident. As the manufacturer of the device, they will make the determination if any corrective action is required.